Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided in order to determine if qualified associated products were used with the lens. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Not enough information has been provided to determine if the alleged amputated haptic occurred during loading or during delivery attempt. It is unknown if the lens was loaded correctly into the cartridge. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Follow up attempts for more information and additional customer communications occurred. The newest information indicated that the "defective iol was implanted ((B)(6) 2023), explanted ((B)(6) 2023) and the patient became aphakic. We replaced the iol for the new surgery and fup to resolve the case, but the customer still hasn't returned." If additional information for this file becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the defective iol was implanted ((B)(6) 2023), explanted ((B)(6) 2023) and the patient became aphakic. We replaced the iol for the new surgery and fup to resolve the case, but the customer still hasn't returned.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the patient came for follow-up on 23/oct/2013, with no complaints. The patient was scheduled to return in 02 months to evaluate the secondary implant. Symptoms resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during surgery, they noticed that the patient underwent opacified iol explantation with implantation of a new 3-piece iol. At the time of injection, one of the haptics was amputated on the cartridge. Additional information has been requested and received stating that, the patient underwent surgery to replace the old iol with a new one. When the 3-piece iol (new iol) was implanted, one loop was amputated, the patient having already had a previous posterior capsulotomy performed by yag laser. The iol dislocated into the vitreous cavity, with a proposal to reapproach through the retina. The retina had to be reapproached and another surgical procedure was performed on the same day. The iol was explanted, the patient was currently aphakic